Manufacturer narrative:
Device fragment in patient. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent c1-c2 transarticular screw fixation due to c2 pars fracture. Intra-op, the drill bit broke. Fragment of the broken drill bit was bridging c2 fracture and remained inside the patient. No injury to the patient has been reported.